Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated with unknown antibiotics intraperitoneally (ip) for peritonitis (medication, dosage, frequency, and duration not reported). It was reported that the patient had recovered from the peritonitis event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as patient made a mistake/touch contamination. It was unknown if the patient was hospitalized for the event. The patient was treated with unknown antibiotics. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.